Manufacturer narrative:
The reported event of failure to pace was not confirmed. Visual examination noted burn marks on the device from exposure to electrosurgical cautery. User's manual indicated that electrosurgical cautery can inhibit the pulse generator operation. As-received, the device was at dddr mode of operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an elective upgrade procedure, electrocautery was used and there was a loss of pacing observed on the device. Electrocautery use was discontinued, and the procedure was completed. The patient was stable with no consequences.